Event description:
It was stated that the customer was at a blind rehab center and was experiencing high blood glucose levels. The nurse reported a blood glucose reading of 379 mg/dl. The nurse didn't have the insulin pump with her, therefore, no troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.